Manufacturer narrative:
The customer contacted a siemens customer care center and reported that the waste and water drawer of an advia centaur xp instrument fell onto an operator's foot. Since then, the instrument generated vacuum errors. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse determined that the slide bearings were worn and broken. Then, the cse replaced the water and waste drawer slide bearings and brackets, tested the instrument, and determined that the instrument was performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an operator made contact with the waste and water drawer of an advia centaur xp instrument when he attempted to access the switch at the back of the instrument. The drawer became loose and dropped onto the operator's foot. There were no reports of adverse health consequences or injury that required medical intervention due to this event.